Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported removal difficulties remain unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, when attempting to insert the sheath and dilator into the patient and remove the dilator, resistance was noted and the dilator could not be removed. The sheath and dilator were removed together, an additional venipuncture was performed again, and the procedure was completed with no adverse consequences to the patient.